Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, the reported blood glucose (bg) value o 202 mg/dl cannot be confirmed because it was not entered into the system as calibration entry. The reported sensor glucose (sg) value of 101 mg/dl could not be confirmed as well as it was 121 mg/dl at 11:22 am. A review of the in-vivo data shows that mean absolute relative difference (mard) of system 1 week before event was high likely due to repeated rejections of bg calibrations leading to sensor suspend alert. A sensor suspend alert is a safety mechanism where in the system blinds the glucose values and goes back to initialization phase to accept new set of calibrations that would help the system readjust and recalculate glucose calculation.

Event description:
Senseonics was made aware of an incident where patient complained of hyperglycemia event due to sensor inaccuracies on (B)(6) 2021 at around 11:18 hrs. User reported that blood glucose measurement (bgm) was 202 mg/dl where as cgm reading was101 mg/dl. User did not receive high glucose alerts.